Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03172. It was reported that the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the lead is not liable.